Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented at the hospital for a routine device check. The device exhibited an egm anomaly, and a session record was unable to be reviewed. The device was reprogrammed and tested. The egm was able to be viewed and recorded successfully. The patient will continue to be monitored.